Event description:
It was reported by service report that the scale was not working due to right load cell failure. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Load cell.